Event description:
Surgeon was reaming the right tibia and the tip of the reamer head broke off inside the tibia. Surgeon was unable to retrieve the pieces of the reamer head tip and the pieces remain in the right tibia.

Manufacturer narrative:
Lot #, this information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture without the lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.